Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The patient had already reset the pump and resumed insulin delivery before contacting support to inquire about the malfunction code and was advised to call back if the issue reoccurred.